Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis did confirm the customer comment that the unit had gotten wet and was corroded. It was noted that due to the extensive damage the unit had sustained, it was returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the inside of the external pulse generator (epg) got wet and was corroded. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the inside of the external pulse generator (epg) got wet and was corroded. The epg was returned for repair. There was no patient involvement.